Event description:
The customer contact reported device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. The device was returned to the biomedical department with a report of the device alarming with a s321 malfunction alarm code. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. No add'l info was provided.

Manufacturer narrative:
The device mechanism is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.